Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2009 and surgisis was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, vaginal vault prolapse, recurrent anterior and posterior prolapse and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2009 along with concurrent paravaginal defect repair, rectovaginal septum repair, uterosacral colpopexy, and external anal sphincteroplasty. It was reported that following insertion the patient experienced questionable suture granuloma left of midline in the mid to upper posterior vaginal wall, ¿hardness on the left side of the vagina¿ on (B)(6) 2009 suture on left vaginal sidewall excised, (B)(6) 2010 area of adhesion and granulation tissue at apex treated with silver nitrate, (B)(6) 2010 a 2 cm exposed suture in right anterior sulcus was excised and (B)(6) 2010 a 2 cm exposed suture in midline was excised. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.